Event description:
It was reported that a buretrol sol. Admin. Set leaked. It was not specified when in the process step this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction was made to g1: g1: device manufacturer name: baxter healthcare - tunisia (previously submitted as baxter healthcare - malta). G1: device manufacturer address 1: route de chebbaou (previously submitted as a47 industrial estate). G1: device manufacturer address 2: 2021oued e. G1: device manufacturer city: tunis (previously submitted as marsa). G1: device manufacturer country: tunisia (previously submitted as malta). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.